Manufacturer narrative:
H9: add correction/removal report number fa-2020-055 (omitted on initial). H10: the device was received for evaluation; however, an evaluation was not performed as this issue is related to a field action. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing of a peritoneal dialysis (pd) transfer set and the twist clamp which resulted in leak. This occurred during use of the device for pd therapy. There was no patient injury associated with this event, however, the patient was prescribed prophylactic antibiotics. No additional information is available.